Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was that all of their rechargers were getting hot when trying to charge the implant and some had visible damage on them. Patient had issues with the rechargers since they got the device but that it had gotten worse. Patient shared that charging times would extend so the heat in the recharger would build up and would get saturated to the point where it would not cool down. Patient shared that they had a lot of issues with charging the implant therefore they had equipment replaced in the past. Patient stated they may have had 3 rechargers and 2 controllers, but was unsure as they didn't know where some of the equipment was.